Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The mother stated that she gave the customer a manual injection prior to being hospitalized, but the blood glucose remained high. The customer was also running a very high fever. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.